Manufacturer narrative:
The device was received undeployed. The download data showed that the drive mechanism experience a drive stall. Due to the drive stall the first prime ended prematurely. The firing flat was therefore not aligned during the end of second prime, preventing deployment of the needle. The device was reset and rerun successfully. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. The drive mechanism was inspected, no abnormalities were noted. The cause of the drive stall could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.